Manufacturer narrative:
The 510k# for this part is not available as this device is obsolete. A review of the device history records was performed and no complaint related issues were found. Additional evaluation was conducted. The report indicates that the screw was measured and found to be manufactured not according to the print specifications. The manufacturing failure occurred through out the turning process. If the cutting tool gets worn out after a certain time the cutting pressure does increase and may lead to such failures, where the material was not cut away enough. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, after the doctor inserted the schanz screw, the clamps were fixed to the screw. However, the schanz screw could not be fixed. This is report 5 of 5 for complaint (B)(4).